Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Functional/duplication testing was performed, and no failure was identified related to the reported low blood glucose issue. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to a backup insulin pump for insulin therapy. Customer¿s blood glucose (bg) level was 43mg/dl. Customer consumed carbohydrates to address bg level. Cause for the low bg was unknown.